Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a foot pedal malfunction occurred. While rotablating in an unspecified lesion, the operational foot pedal became stuck in activated mode twice. The pedal was released by hand in order to stop operation. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.